Manufacturer narrative:
H3: product analysis of the returned shank found that visually, the shank 0.185 inches in length was returned and there were striations and traces of wear. Functional testing could not be performed due to the broken state of the device. Previously applied codes of fdm b17 fdr c20 and fdc d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur was not seating in skeeter. There was no patient impact. Additional information received, the technician has received the skeeter from the sterilization department, they stated the bur will not lock into the skeeter. The technician thinks the bur is not going far enough into the skeeter. It is suspected that there must be a piece in the skeeter, which prevents the bur from being locked. User thinks that there may be fragment of broken bur inside the attachment.

Manufacturer narrative:
B5: additional information recieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, user does not know whether the piece in the skeeter drill comes from a bur, or whether this is a loose fragment of something else.